Event description:
Piece of tampon that was left behind in me- vagina [foreign body in reproductive tract]. Still having cramps after my period [dysmenorrhoea]. Piece of tampon left behind in me- vagina [device breakage]. Case narrative: consumer reported via social media that she discovered a piece of the tampon was left behind 1 week later. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.